Manufacturer narrative:
Details of complaint: the customer reported that the readings at the bedside monitor (bsm) were not matching the defibrillator's readings. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. During troubleshooting, nihon kohden technical support (nk ts) advised the customer to verify that their leads were functional and placed correctly on the patient. As the patient was a covid patient, access to the device was limited. The customer stated they would work with their head nurse and call back. No further issues were reported. Due to the age of the complaint, new information is unlikely to be available. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The root cause is possibly related to defective leads or electrodes or improper placement of the leads on the patient. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 02/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/26/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that the readings at the bedside monitor (bsm) were not matching the defibrillator's readings. No patient harm was reported.

Manufacturer narrative:
The customer reported that the reading at the bedside monitor (bsm) and the defibrillator are not the same. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Attempt #1 02/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/26/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that the reading at the bedside monitor (bsm) and the defibrillator are not the same.